Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v399283, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported via the patient that the device was completely explanted and a new implant was placed on (B)(6) 2015. The hospital "discarded the implantable neuro stimulator (ins) in the trash" and kept the lead. The patient had a fall that led to open impedance's and a loss of sensation. A nurse performed impedance readings and programming and then the patient was booked for a replacement. The manufacturer representative did not have the interrogation print out as the printout had been deleted. The issue was resolved at the time of the event and the patient status was alive, no injury. The indication for use was unknown. The indications-for-use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.